Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a procedure of open gastrectomy, using a powered echelon flex 60mm, for the gastric resection, after the first firing, the jaws of the instrument didn¿t open completely so it was not possible to reload the instrument for the second firing. To complete the surgery it was necessary to open another stapler. No consequence to the patient were reported.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2022. D4: batch # 666a48. Additional information was requested, and the following was obtained: was the device jammed on tissue? No at all, after firing the surgeon removed the stapler from the patient and the scrub nurse had hard time to change the reload because the jaws were only partially opened. If yes, how was it removed? It was removed because the jaws were partially opened did the jaws eventually open? How? Was there any adverse patient consequence reported? No consequence were reported. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.